Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material split, cut or torn was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents from this lot. Based on the evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Event description:
It was reported that the procedure was to treat at lesion in the left anterior tibial artery. The ht command 18 guide wire (gw) was used in the procedure, but was removed from the patient to reshape the tip. While the physician was reshaping and preparing the gw for additional use in the procedure, the polymer coating of the gw became torn at the distal end. The polymer coating became torn outside the patient anatomy and was no longer used in the procedure. A new command gw was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.